Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous and arterial air alarms occurred at the start of a routine hemodialysis treatment. Air recovery was attempted using a 10cc syringe. Due to clotting of the system, treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing air recovery procedures or rinseback as instructed. The cycler alarmed appropriately to the presence of air in the cartridge. No similar problems have been reported subsequent to this event. The user's guide includes adequate instructions for air recovery and rinseback, which have been reviewed by facility staff with the operator. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this reported close. No additional info will be provided.